Event description:
I had a heart cath and was not told by my dr that he was going to use a starclose device. The literature stated you should expect pain for a couple of days, no longer than a week. After a week I went to my dr and he said the pain could last 6 wks. It took 3 months before the pain went away. It was triggered again after I had traction for my back. I believe the traction belt that went across my groin (surgical site) caused the pain to return. I stopped traction and went to physical therapy. I found out at physical therapy that when I lied on a bench to do leg lifts (with my groin on the table and legs off) it trigged the pain again. For the past 6 months I have had pain for five, the pain radiates down my thigh and to the hip, along with the tendon directly under the groin. I have asked the dr to remove the device.